Event description:
Study report. Device malfunction: none. Symptoms/ae: hypotension. Time of ae: after the procedure. It was reported that one day, post a left internal carotid artery stenting procedure, the pt developed orthostatic hypotension with several episodes of near syncope. Treatment consisted of midodrine twice daily and florinef. Seven days post procedure, the symptoms resolved and the pt was discharged home. Although requested, there was no additional information provided.

Manufacturer narrative:
The stent remains in the pt. The lot # was provided. Hypotension is a known possible adverse event associated with the use of the device as listed in the instructions for use. There was no device malfunction reported. The lot history record was reviewed and there are no non-conformities associated with this lot #.